Manufacturer narrative:
(B)(4). Date sent: 10/18/2023. Additional information was requested and the following was obtained: "the procedure should be laparoscopic assisted liver cancer resection." Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "what is the surgeons experience with the device? What instruments were passed through the trocar? Was any torque being applied to the trocar or device? Were there any other deficiencies noted with the device? Was a new device tried prior to converting to open? If no, why not? What was the surgeons reasoning for switching to open procedure?" An analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic assisted liver cancer resection, after discovering the establishment of pneumoperitoneum during the surgery, the pressure of the pneumoperitoneum decreased when an endoscopic instrument entered the large puncture device. It was found that the valve of the puncture device was not fully closed, causing air leakage during the surgery , which seriously hindered the progress of the surgery. Procedure switched from laparoscopic to open and prolonged the surgery time.

Manufacturer narrative:
(B)(4). Date sent: 12/6/2023. Additional information was requested and the following was obtained: "what is the surgeons experience with the device? What instruments were passed through the trocar? Was any torque being applied to the trocar or device? Were there any other deficiencies noted with the device? Was a new device tried prior to converting to open? If no, why not? What was the surgeons reasoning for switching to open procedure? Could not contact with the surgeon and could not provide any information."